Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned for evaluation, however, medical records were provided and reviewed. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
A review of the reported information indicates that model rf048f vena cava filter allegedly detached and perforated. The information was received from a single source. One patient was involved with no reported patient injury. The male patient is (B)(6) and weighs (B)(6).